Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Sections type and g5/PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to calcification in the anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the mid left anterior descending artery with mild tortuosity, moderate calcification and 75% stenosis. A 2.5x15mm nc tenku balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The device was soaked and prepped outside the anatomy prior to use. The bdc was advanced toward the target lesion; the balloon was successfully inflated once. Upon the second inflation up to 10 atmospheres the balloon ruptured. Contrast was seen escaping from the balloon under fluoro. An unspecified balloon catheter was used to treat the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.